Event description:
It was reported that the stenoscope system's image monitor went dark and a burning smell emanated from the monitor. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a small filter capacitor had shorted inside the display monitor. The display monitor was replaced and system was tested and found to be working as intended and placed back into service.